Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working. Upon explant it was noted that the ipp was empty, and the input tubing was fractured between the pump and right cylinder, leading to the fluid loss. All components were removed and replaced with no patient complications.